Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
It was reported that the handles wobble causing the bone preparation (reamers/drills) to be out of the tolerance of the implant. We have tested many different attachments : standard hudson attachment, modified hudson attachment, chuck attachment. Nothing works. The current power system is system 6.

Manufacturer narrative:
The devices associated with this report were not returned. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.